Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Stainless steel wire is coming away from the needle and the needles are bending. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/24/2023 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? When was the stainless steel wire is coming away from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. What is the total number of bent needles involved in this event? Please perform and document the follow up attempt for product return. The following additional information received: the needle would break off from the wire itself during use if that makes sense, almost as if the connection between the needle and the wire wasn't strong enough. The needle would bend during use due to not being strong enough and it would get stuck in the sternum bone so it would have to taken out and discarded and more opened. Once the wires were in on closure sometimes the wires would snap. It's hard to give an exact number as I wasn't here everyday but I'd say in the time period we had them over the space of 2/3 weeks I was told that for every case at least 1 of the wires has snapped during use, sometimes 2 meaning more were opened. With regards to the adverse consequences, mr. Eshan senanayake, consultant cardiac surgeon, provided the below update. The needle was not sharp enough to go through both sternal plates - this meant multiple needle holes in the sternum that causes bleeding, which is difficult to control. The wire was thin and on one occasion it cut through the sternum, which caused significant bleeding, and a fracture. The wire would snap, which meant having to redo it, and this causes unnecessary bleeding. The wires may snap after the operation, which meant the sternum has risk of becoming unstable in the per-operative phase. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received forty unopened samples. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The needles were examined, and no issues related to bending needles were observed during the evaluation. A functional test was performed using instron equipment, and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-mark this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-08118, 2210968-2023-07097.